Manufacturer narrative:
A steris technician arrived onsite following the reported event to inspect the harmonyair g series lighting system and identified that the screw that secures the cover in place was not fully engaged causing the reported event to occur. The technician reinstalled the cover, tested the unit, confirmed the lighting system to be operating according to specification, and returned it to service. The lighting system was installed in november 2018 and is under warranty. The steris installation specialist has been counseled on the proper installation activities, specifically ensuring that all screws are fully engaged. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the plastic covers detached from their harmonyair g series lighting system. The plastic cover did not impact the sterile field and the procedure was completed successfully. No report of injury or procedure delay.